Event description:
It was reported that during an anterior cruciate ligament surgery the screw broke. There was no harm for patient, operator or third party. The surgery was finished successfully with a new screws. It was not necessary to switch the surgical technique or do a second surgery. Update 12-dec-2022: the screws broke off inside the patient. All broken pieces could be retrieved from the patient. The procedure was completed with new screws from the same manufacturer.

Manufacturer narrative:
Visual inspection found that the device was significantly damaged with device split into multiple pieces. The cause of the failure cannot be determined with the given information. Possible causes include excessive load on the device and or excessive torque. Complaint was confirmed.

Manufacturer narrative:
Visual inspection found that the device was significantly damaged with device split into multiple pieces. The cause of the failure cannot be determined with the given information. Possible causes include excessive load on the device and or excessive torque. Complaint was confirmed.